Event description:
It was reported that the patient was experiencing an increase in seizures, but it is unknown if the level is above or below pre-vns baseline levels. The patient was also reported to be more "wobbly" recently and wife wanted the device to be replaced. It was believed that the patient was at or approaching eos, but no eri-flag was observed. Calculation of the battery life resulted in approximately 0.43 years until eri=yes, but programming history was limited for calculation. Patient had generator replaced prophylactically and device has not been returned to manufacturer for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.